Event description:
The customer observed discrepant architect c8000 potassium results. A patient sample that initially tested at 7.9 mmol/l retested at 4.1 mmol/l. No impact to patient management was reported.